Event description:
It was reported that the patient presented for follow up. Upon interrogation the right ventricular lead sensing was 7.0 mv and very noisy. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.